Event description:
Torn meniscus [meniscus lesion], plica [plica syndrome], knee inflammation [arthritis], swelling in knee [joint swelling], knee pain [arthralgia], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a medical assistant regarding a (B)(6) old male pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc (lot number s1116a, expiration date 05-2014), 2 ml in the left knee. On (B)(6) 2011, the pt had the second synvisc injection in the left knee. On an unspecified date in 2011, the pt experienced swelling, pain, and inflammation in the knee. The pt's knee was aspirated 80cc on (B)(6) 2011. The pt was treated with indomethacin, and all labs were negative. The pt had a meniscectomy performed on (B)(6) 2011. The action taken with synvisc was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The reporting medical assistant assessed the relationship between synvisc and the events as definitely related. F/u info was received from the pt's physician. The pt's medical history was significant for moderate grade osteoarthritis, with an x-ray grade of ii-iii and some were grade IV which started years ago, prior effusion, joint narrowing, previous treatment with nonsteroidal anti-inflammatory drugs, steroids, and synvisc in 2009 with negative response. On (B)(6) 2011, the pt initiated synvisc. The second dose was (B)(6) 2011, and the third dose was (B)(6) 2011. On (B)(6) 2011, the pt had knee swelling, knee pain, knee inflammation and knee effusion. On (B)(6) 2011, the knee was aspirated the lab result was negative. The pt underwent a meniscectomy on (B)(6) 2011 for arthritis, torn meniscus, and plica. The pt had physical therapy. The action taken with synvisc was not provided. The pt outcome for all the events was reported as recovered. Relevant concomitant medications reported included mobic (meloxicam) 7.5 mg. The intensity for the events of knee swelling, knee pain, knee inflammation, and knee aspiration was assessed as severe. The intensity for the events of torn meniscus and plica was assessed as moderate. The reporting physician assessed the relationship between synvisc and the events of knee swelling, knee pain, knee inflammation, and knee aspiration as possibly related and the events of torn meniscus and plica as remote/unlikely related.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Eval summary - the production and quality control documentation for lot number s1116a, expiry date 05/2014 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by the report.